Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the high blood glucose and motor error alarm. The blood glucose at the time of the incident was 25 mmol/l. It was reported that the drive support cap was normal. It was reported that the motor error was cleared and customer was able to complete the insulin pump rewind. The customer reported that the displacement test was passed. The customer declined troubleshoot for the high blood glucose. The device will not be returned for the analysis.